Event description:
It was reported this biliary stent was placed in the subclavian vein at an arteriovenous hemodialysis fistula graft site and migrated to the pulmonary artery. No removal attempts were made. The pt's condition is good and has since been discharged. This device was used in an non-indicated procedure, subclavian vein stent placement. Follow up could not confirm if difficulty was encountered advancing the carrier sys. Co's directions for use state: "the symphony nitinol stent transhepatic biliary sys is indicated for use in treatment of biliary strictures produced by malignant neoplasms."